Event description:
A family member reported that the up arrow and down arrow keypad buttons became intermittently unresponsive about a month ago. She stated that sometimes the buttons are unresponsive, sometimes delayed in responding, and other time overly responsive and cause scrolling. The family member noted that the buttons feel soft. She stated that the patient wears the pump in his pocket with a pump skin, and cleans the pump with a damp cloth as needed.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.